Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Reportedly, the user does not remove the cartridge during pumping. The user's blood glucose level was in the 180's (mg/dl). Reportedly, the user would continue to use the pump until replacement pump is received.